Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found: full lead was returned for analysis.

Event description:
It was reported that the lead would not sense any egm. The lead would not capture and thresholds were unacceptable. The lead was not implanted. No patient complications have been reported as a result of this event.